Event description:
It was reported that the programmer failed to interrogate implantable heart devices, even using multiple heads. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 229047 software analyzer. (B)(4).

Event description:
It was reported that the programmer failed to interrogate implantable heart devices, even using multiple heads. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that the programmer failed to interrogate devices, the programmer functioned as required. Concomitant product: product ID 229047 software analyzer. (B)(4).